Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the patient line was kinked. Customer's blood glucose level was over 600 mg/dl. Reportedly, the customer performed a supply change and administered a bolus to address the issue.